Event description:
Patient reported that due to her sweating the v-go is not adhering to her skin. Patient is properly cleaning the site before applying the v-go. She places the v-go on her left side. Due to the v-go not adhering patient mentioned that the needle would hurt and poke her. Patient would remove and replace with a new v-go. The patient stated that she experienced this over 9 times.